Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer continued insulin administration without changing any supplies. A systems check was completed and no issues were identified, however, occlusions continued, troubleshooting has been exhausted and a pump replacement was sent.